Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the innerpouch of a vascular probe. This was noticed before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and revealed that one unit was scrapped for foreign material in the pouched product. However, there were not any changes to specifications, test methods, processes, equipment, or raw materials that could be associated with the reported problem there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.